Event description:
Stryker neptune suction malfunction: unit turns on but no suction on either portal. Incision was made but further progress delayed due to lack of suction capability until another unit was delivered. No patient harm.device #1is this a laboratory device or laboratory test?no.